Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B)(4).

Event description:
As reported by the end user in (B)(6), while preparing for a procedure, the physician was unable to flush the pressure monitoring line with saline. The physician disconnected the device and set it aside to be returned to the manufacture for evaluation. The procedure was completed with another new of the same device without further complications. As the defect was noted during preparation, there was no harm to the patient.